Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred during a repair of paracolostomy hernia procedure, the surgeon used the device to reconnect the colon to the rectum. The staple gun and/or staples misfired, failing to connect the ends of the colon together as intended. The stapler created a hole in the rectum without any staples in that area. That portion of the procedure was converted from laparoscopic to open via midline incision in order to complete the anastomosis. The patient has suffered painful and permanent injuries, as well as mental anguish and permanent disfigurement.